Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during basal delivery. The customer's blood glucose level was 160 mg/dl and it was addressed with a bolus. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.